Event description:
It was reported that the implantable cardioverter defibrillator was found to be in the back-up mode prior to an implant procedure. The device was not implanted. No patient involved.

Manufacturer narrative:
The reported event of device reset to back-up mode could not be confirmed. Upon receipt, the device was not in back-up mode and was able to interrogate normally on the merlin programmer. No signs of a reset was identified in the device's memory. Pacing, sensing, impedance, high voltage output, patient notifier was tested, and no anomaly was detected.